Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: based on the information available, the patient¿s liberty select cycler can be disassociated from the event(s) as there is no allegation, evidence or indication the liberty select cycler or any fresenius product(s) and/or device(s) caused or contributed to the patient¿s hospitalization. Additionally, there is no allegation of a machine malfunction or of the machine failing to perform as expected in relation to the event. As such, the completion of a clinical investigation is not warranted at this time. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to get assistance getting the correct connector. During the call, the patient stated that they were currently in the hospital. Multiple attempts were made to obtain additional information regarding the reported event, but none was provided.